Event description:
Shoulder revision surgery of smr stemless anatomic prosthesis due to metallosis performed on (B)(6) 2019 (conversion to reverse configuration). Previous surgery took place on (B)(6) 2019. During revision surgery, the poly liner with product code 1377.50.010, lot number 17at1yt was found broken and dissociated from the metal back glenoid. According to the information received, the surgeon responsible for the revision surgery believes that the event was probably related to patient's subscapularis insufficiency. Patient's data: approximate height 1.90 m, approximate weight at the time of previous surgery : ca. 110 kg, approximate weight at the time of revision surgery: ca. 110 kg. Activity level: no sports, no high physical activity, no traumatic event. Note: the stemless system is not cleared in USA, the liner involved is marketed in the USA to be used with the smr anatomic system. Event occurred in switzerland.

Manufacturer narrative:
By checking the dhrs of the liner involved, no pre-existing anomaly was found on the components placed on the market with the same lot number (17at1yt). This is the first and only complaint received on this lot#. Limacorporate received the pre-operative and post-operative x-rays of the revision surgery performed on 13h of november 2019. The available images were sent to a medical consultant, he commented: "the surgeon maybe correct and if his finding at revision was absent subscapularus then the potential abnormal translations of the humeral head against the glenoid could have caused the polyethylene to fail and subsequent to that impingement of metal on metal. I note that both glenoid and humeral components look well positioned with the glenoid baseplate appropriately in the mid position in the coronal axis. While this is the ideal for anatomic prosthesis (the index procedure) it has the disadvantage that following conversion to reverse prosthesis it is "too high" and will impinge. We hope that the nearly 12 months of implantation of the humeral component will allow reasonable "bonding at the bone prosthesis interface. A strategy to mitigate in part this inevitable impingement is to osteotomise the bottom edge of the boney glenoid and I would have recommended that in this case." Limacorporate received the retrieved liner for analysis. To perform a deeper investigation, the chemical analysis of the liner material would be necessary. This kind of analysis is however destructive and thus need to be authorized by the patient. Limacorporate repeatedly asked for the authorization but received no answer. No specific analyses of the explanted liner are therefore possible. In conclusion, based on the information received and the x-rays analysis performed by our medical consultant, the cause of this incident does not seem to be product-related: the production documents confirmed the absence of pre-existing anomaly on the items belonging to the same lot#, we can therefore state that they have been manufactured up to drawing specifications; the surgeon responsible of the case commented on a possible subscapularis insufficiency; our medical expert confirmed that "the surgeon maybe correct and if his finding at revision was absent subscapularus then the potential abnormal translations of the humeral head against the glenoid could have caused the polyethylene to fail and subsequent to that impingement of metal on metal." Pms data: based on limacorporate pms data, we can estimate a revision rate due to dislocation and/or breakage of the l1 liners (codes 1377.50.005-010-020-030) of 0.25%. More than 40% of these cases were due to patient's condition (e.g. Cuff failure, trauma). No corrective actions need for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Manufacturer narrative:
By checking the dhrs of the liner involved, no pre-existing anomaly was found on the components placed on the market with the same lot# (17at1yt). First and only complaint received on this lot#. We will submit a final MDR as soon as the investigation will be completed.

Event description:
Shoulder revision surgery due to metallosis performed on (B)(6) 2019. Previous surgery took place on (B)(6) 2019. During revision surgery, the liner code 1377.50.010, lot# 17at1yt was found broken and dissociated from the metal back glenoid. According to the surgeon responsible, the event was probably related to patient's subscapularis insufficiency. Event happened in (B)(6).